Manufacturer narrative:
The complaint of a subcutaneous leak in the catheter is confirmed. Gross and microscopic examinations of the complaint sample revealed two partial tears in the catheter tubing. The two partial tear in the tubing are located between the 41 and 42 cm depth markers, the second partial tear is observed at the 35 cm depth marker. The two tears are nearly perpendicular to the axis of the tubing. Both tear sites reveal rounded edges. The tubing surrounding the two tear sites are slightly compressed. These characteristics of rounded edges and cross sectional rough walls in the catheter tubing are typical of material fatigue and friction wear; however, at this time the exact mechanism of damage is undetermined. Gross visual, microscopic and functional testing shows no evidence of a defect or deformity related to the manufacturing process. A lot history review (lhr) of revk1027 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the PICC had a hole between the 38-39cm mark.